Manufacturer narrative:
(B) (4).

Event description:
The pt had an occipital implant. She was unable to eat because she got a "flutter of shocks" in her face; painful stimulation in her jaw and other areas of face. Impedance checks were performed and were found to be within guidelines. Seven new groups were generated from the one already programmed. The pt was going to evaluate each of these programs for 24 hours and see if they helped with her symptoms. It was noted that the pt did not have any lasting effects from the painful stimulation, but had not used the system for a few days.